Manufacturer narrative:
The coaguchek inrange meter serial number was (B)(6). The customer's test strips were not available for investigation. The customer was sent a retention meter. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." H3 other text : na.

Event description:
It was reported that a patient received questionable results when testing with a coaguchek inrange meter when compared to results measured with an unknown laboratory method. On (B)(6) 2023, the patient had a laboratory result of 3.99 inr and a meter result of 5.3 inr. On (B)(6) 2023, the patient had a laboratory result of 4.6 inr and a meter result of 6.0 inr. On (B)(6) 2023, the patient had a laboratory result of 3.98 inr and a meter result of 5.3 inr. On (B)(6) 2023, the patient had a laboratory result of 3.4 inr and a meter result of 4.7 inr. The time interval between each meter and laboratory test was less than 3 hours. The patient's therapeutic range was requested, but not provided.